Manufacturer narrative:
Pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Moisture damage found on motor assembly. The pump had cracked case at corner of the belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 9.0 mmol/l at the time of the incident. The customer stated that they jumped into the water. The customer did not hear fluid when shaking the pump. The customer noticed cracks along the battery compartment. The product was returned for analysis.